Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day post implant. The lead was explanted and a new lead successfully implanted.